Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with a notice: draining slowly message during drain 3 of 4. The cycler subsequently alarmed with the make sure heater bag is on heater tray message during fill 4 of 4. The patient stated they saw fluid on the floor and were unsure where the fluid was coming from. The patient was connected during the incident. The cause of the leak is unknown. Upon followup, the patient confirmed the reported event of fluid discovered on the floor during treatment. The patient was unable to determine the cause of the leak or where the leak came from. The patient did not witness any delivery issue or damage to the case that may have caused the reported leak. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with a notice: draining slowly message during drain 3 of 4. The cycler subsequently alarmed with the make sure heater bag is on heater tray message during fill 4 of 4. The patient stated they saw fluid on the floor and were unsure where the fluid was coming from. The patient was connected during the incident. The cause of the leak is unknown. Upon followup, the patient confirmed the reported event of fluid discovered on the floor during treatment. The patient was unable to determine the cause of the leak or where the leak came from. The patient did not witness any delivery issue or damage to the case that may have caused the reported leak. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.